Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects of hematoma and hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis, material separation (suture), insufficient information and failure to advance could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported hospitalization, unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article "percutaneous versus cutdown access for endovascular aortic repair" b3: estimated date. Event date range will be estimated as (B)(6)2015 to (B)(6)2022 as it was indicated that the data is based on reviews of medical records of patients who underwent thoracic and/ or abdominal endovascular aortic repairs between 2015 and 2022. D4: the UDI is not known as the part and lot number were not provided in the literature.

Event description:
The aim of the study is to compare the outcomes of the percutaneous femoral access and open surgical cutdown access approaches in patients undergoing thoracic/abdominal endovascular aortic repair. The authors retrospectively reviewed the medical records of (B)(6)patients who underwent a thoracic/abdominal endovascular aortic repair at a single tertiary care hospital between 2015 and 2022. Based on their femoral access type, the patients were categorized into the ¿percutaneous¿ or ¿cutdown¿ groups. The percutaneous approach was performed using perclose proglide closure devices to pre-close vascular accesses. Adverse events potentially related to the proglide devices reported in the article included: groin hematoma, hospitalization (ICU transfers) and blood loss. Within the percutaneous group, the article mentioned use of additional closure devices "when necessary," and surgical cutdown when failure occurred. Failures included "technical failures" [unspecified failures], suture breaks, and premature knot locks. Although there were some complications, when comparing the two groups, the article concluded that the percutaneous approach is a viable and more time-efficient alternative to the traditional cutdown method. Details are listed in the attached article, titled percutaneous versus cutdown access for endovascular aortic repair